Event description:
It was reported that the right ventricular lead had a possible fracture. The lead had high impedance, noise, increased v-v intervals, and loss of r-wave sensing. It was also reported that the implantable cardioverter defibrillator (ICD) had loss of sensing, oversensing, and noise. The device was reprogrammed and the lead and device are scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (B)(4).